Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the x-ray tube were replaced during the service call.

Event description:
The customer reported that the 8800 system had an intermittent charger and generator fault error message. No patient injury was reported.